Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead insulation damage. Additional information from the field representative indicates that the insulation damage of this lead was induced during explant procedure of the right atrial (ra) lead, and the damage was confirmed visually by the physician. Subsequently, the physician decided to explant this right ventricular (rv) lead. This lead was successfully replaced. The patient was provided with intravenous antibiotics. No additional adverse patient effects. The product was kept by the hospital.